Event description:
It was reported that this pacemaker reverted to safety mode resulting in an alert in the remote home monitoring system. The physician is aware of the device status and has been trying to contact the patient without success. No adverse patient effects were reported. This device remains in service. If pertinent information is provided in the future, a supplemental report will be submitted.